Event description:
Dr. (B)(6): had to curette the extraction cite that was treated with guidor and membrane. We did use one large and one medium, unfortunately, we omitted to write down the ref number for neither the packages. We did not keep the lots number for this case. We wrote in 5 at extraction socket the word infection. This means that there was infection around the apex, not acute infection, chronic infection. Where else do you expect me to write this information. We did not complete the long-term information because the patient came back shortly after the graft (which was (B)(6) 2017) and we had to clean the site, due to a bad healing, that appointment was (B)(6) 2017 and we removed the membrane and irrigated the site.